Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece. A visual inspection of the lead revealed no anomalies. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Furthermore, the s-curve hump height was measured within performance specification.

Manufacturer narrative:
Source: this product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, an x-ray revealed left ventricular lead dislodgement. The lead was explanted and replaced to resolve the event and the patient was in stable condition.